Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8120 calibration required message. Technical support - customer receives message, calibration required on 8120 (s/n (B)(6)). I let biomed know that they should do the full calibration and verification. Then follow by the preventive maintenance task. Explained if they just do the calibration then pm, the calibration values may not store on the logic board. Customer calibrated, verified calibration, perform pm, and unit still showing "calibration required", then the logic board must be replaced. Biomed decided to send device in for repairs. Transfer customer to our service notifications team to assist with RMA request. Informed customer if any further concerns and/or issues to give a call back. End call. The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/08/2014 to the present date 9/29/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. H3 other text : no product received for evaluation.

Event description:
It was reported that the device displayed a message for calibration required. There was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8120 calibration required message. Account name: (B)(6) medical center. Account #: (B)(6). Asset name: 8120 pca module v9.33.0. Asset location: contact: (B)(6). Contact email: contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: customer receiving calibration required message, after performing the cal and pm tasks 8120 (s/n (B)(6)). Failure device type: failure problem type: failure mode: case resolution: customer receives message, calibration required on 8120 (s/n (B)(6)). I let biomed know that they should do the full calibration and verification. Then follow by the preventive maintenance task. Explained if they just do the calibration then pm, the calibration values may not store on the logic board. Customer calibrated, verified calibration, perform pm, and unit still showing "calibration required", then the logic board must be replaced. Biomed decided to send device in for repairs. Transfer customer to our service notifications team to assist with RMA request. Informed customer if any further concerns and/or issues to give a call back. End call.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8120 calibration required message.. Technical support - customer receives message, calibration required on 8120 (s/n (B)(6)). I let biomed know that they should do the full calibration and verification. Then follow by the preventive maintenance task. Explained if they just do the calibration then pm, the calibration values may not store on the logic board. Customer calibrated, verified calibration, perform pm, and unit still showing "calibration required", then the logic board must be replaced. Biomed decided to send device in for repairs. Transfer customer to our service notifications team to assist with RMA request. Informed customer if any further concerns and/or issues to give a call back. End call. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/08/2014 to the present date 9/29/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - customer calibrated, verified calibration, perform pm, and unit still showing "calibration required", then the logic board must be replaced. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which did not confirm similar complaint with the same or related failure mode for this customer. The customer¿s reported problem was confirmed.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device displayed a message for calibration required. There was no patient involvement.